Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had a defective serial digital interface (sdi) image output due to a quantum board (qb) failure and scratch was noted on the screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: b3, b5, h6 and h10. This report is being supplemented to provide additional information based on customer follow up and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the reported phenomenon (no display) likely occurred because power was not properly supplied to the device due to a faulty qb (quantum board). However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed that the event was discovered prior to use.